Manufacturer narrative:
This MDR references accriva diagnostics' complaint number (B)(4) for the hemochron signature elite instrument, serial number (B)(4). Complaint number (B)(4) captures the child case for the lot number of the jact-lr cuvette used during the procedure. Instrument (B)(4) was previously reported as a child to parent complaint (B)(4), which was submitted to cdrh as MDR number 2250033-2018-00013. Accriva diagnostics has requested all data required for form 3500a. This report serves as the initial and final MDR for this case and effectively closes the complaint.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported inconsistent act results during a cardiovascular procedure. The patient was receiving intermittent doses of intravenous heparin with a target act range of 300 to 350 seconds. The third act result after heparin dosing was 236 seconds with elite serial number (B)(4). This was considered a lower than expected result. The same blood sample was run on a second elite, serial number (B)(4), which generated an act result of 368 seconds. The fourth and fifth blood samples generated inconsistent act results that were alternately below and above the target act range with the two elite instruments. Both hemochron signature elite and low-range act systems passed electronic and liquid qc before the procedure.